Event description:
Caller reported an error with their continuous glucose monitor displaying error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after following the guidance, the caller did not experience the error again. The sensor session was successfully started by the caller.